Event description:
Baxter reported, a new home pt found after one week of use, liquid leaking from the connection between the catheter adapter and the transfer set. The afiliate reported the connector between the adapter and set was partly opened. The pt was diagnosed wih peritonitis shortly after the incident occurred. The pt was hosp 4/12 - 5/24 and was treated with ampicillin sulbactam 4.5 IV 4/14-4/21, cefotaxime and sulbactam 3g IV 4/21 - 5/2, levofloxacin 0.2 IV 4/21 - 5/2, cefazolin .25 ip 4/25 - 5/6, and penicillin g 8000,000u IV 5/19-5/24. Per baxter affiliate, the pt is now recovered and is continuing peritoneal dialysis therapy.